Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that broken PICC. Patient said that he flushed it and broke it. Patient pulled PICC out of his arm. Both parts of PICC were retrieved. No other information was provided. Additional information received 11/23/2023: customer has the sample but believes issue was user error and no longer wishes to pursue investigation actions.